Event description:
Pca syring leakage resulting in compromised pain control for oncology pts. Suspected causes: (1) high rates of basal infusion (increased pressure pca pump is placing on syring) and (2) plastic injector not being screwed into rubber stopper completely.